Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. The distal end of a 3cg stylet was returned for investigation. The proximal segment of the stylet was not returned for investigation. The stylet was taped to a sheet of paper. A kink was observed 4.2cm from the distal tip of the stylet and 1.5cm from the fractured end of the stylet. A microscopic examination revealed 15 magnets distal to the kink in the polyimide tubing. 6 magnets were observed proximal to the kink. Another kink in the polyimide tubing was observed between the third and fourth magnets from the proximal end of the returned stylet segment. The fractured end of the polyimide tubing was noted to be uneven. The proximal end of the magnet near the fractured end of the polyimide tubing was granular and exhibited increased luster. The length of the first magnet was shorter than the other magnets, which indicates that it fractured and may have been a contributing factor in the fracture in the polyimide tubing. It appears that the stylet was kinked during use, which may have initiated the fracture in the magnetic end of the stylet. The note received with the stylet stated, ¿wire bent after unable to advance catheter. Wire did not break until after removed from catheter.¿ the powerpicc solo IFU states, ¿avoid sharp or acute angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebt2369 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2369) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the 3cg stylet bent and broke off after the procedure. This occurred during placement. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt2369 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt2369) have been reported from the same facility. Device not returned yet.

Event description:
Facility reported to the sales rep that the 3cg stylet bent and broke off after the procedure. This occurred during placement. No patient harm reported.